Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Update to MFR. Aware date (date received by mfg), health impact, method, and component code grids.